Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an occluded catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. A gap was observed between the two connector segments. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be fully occluded. Fluid movement within the extension tube indicated that the occlusion was located at or near the connector joint. Following connector disassembly, inspection of the connector bore revealed catheter bunching within the distal segment. Following longitudinal bisection of the distal connector segment, inspection of the compression sleeve revealed it to be over-inserted into the narrow region of the bore. Extensive catheter bunching was observed within and proximal of the compression sleeve. The observed occlusion was caused by catheter bunching and compression within the distal connector segment. The bunching and over-insertion of the compression sleeve were typical of connector assembly with the catheter bunched onto the connector cannula. Such bunching forces the compression sleeve into the narrow region of the bore and causes the catheter to become folded and occluded. The product IFU provides instructions for proper assembly of the catheter/connector system. A lot history review (lhr) of reby0341 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the physiological flushing catheter test was performed before catheter passage, it was obvious. After mouting repair, it was identified that the catheter did not infuse or reflux.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reby0341 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the physiological flushing catheter test was performed before catheter passage, it was obvious. After mouting repair, it was identified that the catheter did not infuse or reflux..